Event description:
It was reported that during a spine procedure at the healthcare facility, a posterior inaccuracy of 3mm was reported after patient spine movement. It was reported that the patient was then re-registered, and that the procedure was completed successfully with the use of navigation, and without a clinically significant delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and movement of the patient spine was determined to be a potential root cause of the reported event.

Event description:
It was reported that during a spine procedure at the healthcare facility, a posterior inaccuracy of 3mm was reported after patient spine movement. It was reported that the patient was then re-registered, and that the procedure was completed successfully with the use of navigation, and without a clinically significant delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The spinemap software was added as a concomitant product.

Event description:
It was reported that during a spine procedure at the healthcare facility, a posterior inaccuracy of 3mm was reported after patient spine movement. It was reported that the patient was then re-registered, and that the procedure was completed successfully with the use of navigation, and without a clinically significant delay. No adverse consequences or medical intervention were reported.